Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery charge issue. The reporter alleged meter has no power, doesn't turn on with strip or with power button, and doesn't charge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2014, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.